Event description:
It was reported that the pt underwent a 13-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The pt did not have an acute postoperative infection or any signs of an impending postoperative infection. Fifteen months post-op, the pt presented with fluctuance at the crosslink. The pt was diagnosed with an infection and a pseudoarthrosis at l1-l2. The pt underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in one stage. After instrumentation removal, the pt was given cefazolin for 5 days and cephalexin for 3 days and tetracycline for 14 days. Organism grown from culture was identified as coagulase-negative staphylococcus.

Manufacturer narrative:
(B) (4) - fluctuance. Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18:1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.